Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with his insulin pump. The customer's blood glucose was not recorded, but he states that he has been experiencing low blood glucose. The customer states that his insulin pump is sending out more insulin than it is supposed to. The customer was advised to talk to the help line to help him correctly set his insulin device. No further information was provided.